Event description:
Related manufacturer reference number: 2017865-2022-02374. It was reported that the patient presented in clinic for unrelated procedure. The physician noticed a small area of infection around the pacemaker. The pacemaker and inactive right atrial (ra) lead were explanted. The patient was stable.

Manufacturer narrative:
Correction to h6 codes type of investigation code should have been "analysis of production records".

Manufacturer narrative:
Additional information device will not be returned for analysis. Update to h6 codes.

Event description:
Device will not be returned for analysis.